Manufacturer narrative:
(B)(4). Device evaluation: the report that the peel away sheath "sheared back" and bent was confirmed. One peel-away sheath / dilator was returned. The sample showed evidence of use. Visual examination found that the peel-away sheath tip and the dilator tip were damaged. Microscopic examination revealed that the sheath tip was split and one side was pushed back. The dilator tip was distorted and pinched closed on one side. The sheath body measured 2.75" in length which meets specification per the sheath graphic (length: 2.625 -2.875"). The specified .074/.075" sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The diameter of the sheath body measured .097 inches which meets the .093 - .099" requirement of the sheath extrusion graphic. The dilator measured 3.8125" in length which meets specification per dilator graphic (length: 3.875 +/- .125"). The diameter of the dilator body measured .0735 inches which meets the .071 - .075" requirement of the dilator extrusion graphic. The dilator protruded through the catheter .827" which meets the .875 +/- .250" requirement of the sheath/dilator assembly drawing. The instruction booklet provides insertion techniques for the sheath/ dilator assembly. Other remarks: the IFU directs the user to pre-dilate if necessary. The customer reported that they did not nick the skin prior to insertion. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this issue is being conducted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the peel away sheath "sheared back" and bent. Follow up information confirmed the sheath portion flowered. They did not nick the skin prior to insertion. The dilator tip also bent which in turn bent the guide wire. A sheath and wire were used from the or stock to complete the procedure.